Event description:
It was reported to boston scientific corporation in 2007 that a cre balloon was used on a male patient during a dilation procedure performed the same day (patient age and weight unknown). According to the complainant, the cre balloon was inflated and ruptured at 4.5 atms inside of the patient. No pieces of the balloon remained in the patient. Another cre balloon was used to successfully complete the procedure. There were no patient complications reported as a result of this event. No harm to the patient was reported.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The root cause could not be confirmed, however balloon bursts can occur due to a sharp exterior source, such as a calcified lesion, penetrating the balloon by putting pressure on the outside of the balloon. As the balloon is inflated if there was a calcified lesion present in esophagus the more the balloon was inflated the more pressure this calcified lesion would have put on the balloon until the lesion penetrated the balloon and caused it to burst.